Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side swelling, identified as seroma and, later, rupture. Seroma caused displacement of the implant. There was "fibrous capsule which may be associated with the inflammatory process", and "lobulated contours" . Healthcare professional reported puncture was performed "to decrease the amount of fluid in the breast and swelling." Treatment with nimesulide was given twice a day. The device remains implanted.

Event description:
The device has been explanted.